Event description:
Linked to mfg report number:3004608878-2016-00141 (same device, different incident). It was reported by the customer that the device slipped multiple times in the last 2 months. Each time it slipped, the customer stated it had to do with the locking mechanism not staying locked and the patient shifting slightly forward. No other information could be provided.

Manufacturer narrative:
Integra has completed their internal investigation on 08/08/2016. The investigation included: methods: -evaluation of actual device -review of device history records. -review of complaint history. Results: evaluation of device: this device was sent in and has been treated as one inspection for two incidents (mfg report numbers: 3004608878-2016-00141 and 3004608878-2016-00169 ) for the same device. This inspection was based upon pin slippage as opposed to rotational slippage however this device was serviced back to full working order. Unit cleaned per protocol 1907. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. General maintenance and cleaning required. Device history record reviewed for this product ID lot code/work order: 159/128472 manufactured on december 03, 2015 showing a total of (B)(4) were produced of this lot. All were inspected 100% per inspection checklist with no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. No manufacturing or design related trend has been identified. In summary we were able to confirm or duplicate the end users experience however the root cause can not be determined at this time. This issue will be monitored.